Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen display would time out prior to the screen timeout setting. Tandem technical support advised the customer that the screen would time out if the user makes 3 unregistered touches in a row; however, customer reported this was not the issue. Reportedly, the screen would time out after one single touch. The customer's blood glucose was not impacted. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.